Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes chapter 11 / page 119: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The son reported that the patient had low blood glucose and was in the hospital. Her blood glucose had reached either 23mg/dl or 32mg/dl (he was unsure of the exact reading) while wearing the pod on her back. Her last bolus was 2 days prior for 1 unit. The fire department was called to the home and the emts (emergency medical technicians) treated her with 10% fructose. The son brought the patient to the hospital where she was diagnosed with low blood glucose levels. Treatment in the emergency room included suspending insulin for 2 hours and being given dextrose 50%. The patient was still wearing the pod at the time of call and being seen by the doctor, so device information could not be provided. When looking through the pdm (personal diabetes manager), it stated that the last time the patient took her blood glucose level was 2 days prior (on (B)(6) 2018) and her reading was 59mg/dl. The son further explained that his mother was not eating or keeping hydrated and was suffering from nausea as well as an upset stomach for the last few days.